Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter is company sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the stardrive screwdriver shaft seems to be twisted and does not retain unknown screws during an unknown surgery. There was a surgical delay of ten (10) minutes. It is unknown how the procedure was successfully completed. Patient outcome is unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The t4 stardrive screwdriver shaft was received. The distal tip of the screwdriver was found to be twisted, and the tips of the blades are chipped off. No other issues could be identified with the returned portions of the device. A dimensional inspection was not performed due to post-manufacturing damage. The received device (part # 03.130.010 lot # h210771) was manufactured at the synthes monument site on 30 may 2017. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The complaint was confirmed for the t4 stardrive screwdriver shaft. The tip of the screwdriver was twisted. The tips of the screwdriver¿s blades were chipped off. The damage to the device was limited to the distal tip. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot , part #: 03.130.010(t4), synthes lot number: h210771, manufacturing site: synthes monument, release to warehouse date: 30-may-2017. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.